Event description:
It was reported that the patient was presented to the clinic for a routine follow-up, and the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis exhibited normal battery depletion.